Manufacturer narrative:
(B)(4). This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that an impedance issue warning was observed. The pt had been receiving shocks, and the physician admitted that pt to reprogram the device. Tech service concluded it was not lead nor ICD issue. At follow up, the hv impedance was normal. The device was implanted.